Manufacturer narrative:
This report is submitted on january 24, 2022.

Event description:
Per the clinic, the patient experienced swelling at the incision site and extrusion of electrodes array near the receiver/stimulator. Subsequently, the patient was hospitalized on (B)(6) 2020 and was treated with IV antibiotics (date and duration not reported). On (B)(6) 2020, the patient was placed under general anesthesia to perform temporo-parietal flap reconstruction and was treated with IV antibiotics post operative; however, the issue did not resolve. The patient was hospitalized for 3 days (date not reported) and the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 22, 2022.